Event description:
A pt reported they were unable to receive a reading on their one touch ultra meter due to the one touch ultra strips allegedly not fitting into the meter. Unk if pt had any symptoms. There was no result on their meter as the pt was unable to test. Treatment was not reported. No further info has been reported. No serious injury.